Event description:
A customer from the united states reported a performance problem in association with nuclisens® magnetic silica (lot tz018eh1ms). The customer reported that six (6) of 22 samples failed internal controls on both nuclisens® easymag® and emag® instruments. The samples were being tested for (B)(6) from whole blood. The customer also noticed colored eluates with the whole blood as it was a tinged pink color. Retesting with 140 ul of silica gave the same results. The customer stated that when they started using this lot, they stopped using the generic protocol for whole blood samples, and started using the specific b protocol they found online. The customer stated the generic and specific b protocols did not work with this lot. The customer stated that patient samples and (B)(6) results were delayed greater than 24 hours for repeat testing as the extractions were not working. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states had reported a decrease in performance on internal controls for ebv (epstein barr virus) targets in association with nuclisens® magnetic silica. The customer also noticed colored eluates with the whole blood as it was a tinged pink color. Retesting with 140 ul of silica gave the same results. The customer stated the generic and specific b protocols did not work with this lot. An internal biomerieux investigation was performed. The r&d support team checked the real time stabilities performed on several downstream applications for rna (flu, hiv, mengovirus) and dna (bk) for the impacted nuclisens magnetic silica (ref 280133, batch z018eh1ms). All the results conformed to the acceptance criteria. There was no performance issue for any of the targets. The r&d support team was not able to further investigate the issue due to missing information, such as the pcr kit reference the customer used and the batches of all the other reagents the customer was using during their extraction process.